Event description:
Related manufacturer report numbers: 2017865-2022-38103, 2017865-2022-38104. It was reported that oversensing was observed on the right atrial (ra) and right ventricular (rv) channels. The device, ra lead and rv lead were explanted and replaced to resolve the event and the patient was in stable condition. It is unknown, if the device was explanted due to the reported complaint.

Manufacturer narrative:
The reported event of oversensing could not be confirmed. As received, the device was above elective replacement indicator (eri) voltage level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, sensitivity test and battery assessment indicated normal device characteristics. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.